Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 30 mg/dl at the time of incident. The customer did not mention any treatment and symptoms related to low blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.